Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number 10678282) was returned and tested with the event system controller and the reported driveline power fault alarms were reproduced. The reported damage was noted upon initial observation. The modular cable did not pass insulation testing, and several wires were noted to have raised resistances. The underlying layers were stripped, and it was found that the underlying wires of the modular cable were damaged, which would cause the observed alarm. A review of the submitted and downloaded log files from the reported event date of 30may2025 showed a driveline power fault alarm active throughout the data reviewed. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The driveline was disconnected at 16:35, consistent with the reported controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged, and that the damage was caused by the patient¿s dog chewing on the modular cable, and this was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their modular cable and system controller exchanged. This was due to the patient's dog chewing on the modular cable. This caused driveline power fault alarms. The dog was sitting behind the patient in the chair chewing on the modular cable. The patient was instructed about where animals should be when around their equipment. The modular cable and system controller would be returned. The log files were reviewed and contained driveline power fault (power fault a broken) alarms throughout the log file. There was also an intermittent low flow alarm and a few momentary low flow estimates with the calculated pulsatility index (pi) was elevated starting on (B)(6) 2025. The estimated flow was fluctuating below the 2.5 lpm threshold. Most of these events were brief and did not generate an alarm. The low flow estimates were averaging from 2.3 to 2.4 lpm and pi was averaging from 9.9 to 11.9 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump fault that were seen in the log file. There did not appear to be any device issues causing these events and seemed to be physiological in nature. The device was operating as intended and there were no other notable events seen in the log files. The patient condition was addressed. Following the modular cable exchange the alarms resolved.